Manufacturer narrative:
The bactiseal catheter was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, a possible root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a bactiseal catheter (ID 821749) was implanted on (B)(6) 2022. The catheter was broken and leaking minimal cerebrospinal fluid (csf) nine days after the procedure. The patient had a little higher body temperature. Therefore, the catheter was removed and monitoring was stopped. The patient recovered after the treatment and was discharged.